Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2016 with the following findings: investigation revealed that the keypad cover was lifted at the ok keypad button. All keypad buttons responded normally to button presses. The keypad cover was removed, and there was evidence of moisture and contamination under all button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons. This report is made based on results of investigation completed on 02/22/2016.